Manufacturer narrative:
Review of the provided patient files dated (B)(6) 2026 led to the following observations: the subject device talentia dr was implanted in (B)(6) 2025 with 2 leads. On (B)(6) 2026, the battery voltage was measured at 3,19v. Since mid-(B)(6) 2026, a battery drop occurred. On (B)(6) 2026, the battery voltage is stabilized around 3.06v. Since the device implantation, 35 charges have been performed (includes 25 completes charges) for a total of 221 seconds. 122 therapies were delivered (23 shocks and 118 atp). On (B)(6) 2026, several ventricular episodes are recorded leading to the charge of capacitors (33 charges and 22 shocks). All those charges and therapies explain the fast battery depletion in (B)(6) 2026. No abnormal consumption is recorded. According to all above elements, the battery voltage decreased due to a very number of charges/shocks. On (B)(6) 2026, the battery voltage is stabilized around 3.06v. Based on available data, no issue is suspected on the subject device. As recommended in the manual, the battery status should be checked at each follow-up, every 3 months.

Event description:
Reportedly, the voltage of the battery curve decreased. The device delivered 23 shocks between (B)(6) 2025 and (B)(6) 2026.